Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. An epicardial lead was capped. Additional information received indicates that the patient also had pericardial effusion during lead removal. Furthermore, a temporary lead was placed. Additionally, the field representative confirmed that the pericardial effusion was due to lead perforation. No additional adverse patient effects were reported.